Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During joint balancing with the trial components in place, the surgeon observed that the joint balancing graph displayed tightness in the joint compared to the pre-resection graph. The case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The joint balancing calculation assumes that the implants should be touching; therefore, if they appear to be farther apart, the software assumes that the jonit is tighter. The software functioned as intended, and the surgeon was able to achieve a successful outcome.